Manufacturer narrative:
Retainer ring = black. Device was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to generate power management graph and perform thus insulin pump history file/traces download and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Perform visual inspection on the battery tube compartment and a corroded battery tube spring was found. Device was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. A test case was used and installed the original electronic assembly, internal battery and motor. Powered the pump on using the aa 1.5 volt battery and continued testing. Device passed sleep current measurement, active current measurement, self test and displacement test. The pump history file/traces download was successful using thus. Power management graph generation was also successful. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery life or low battery alert noted during the testing. However, low battery alert was recorded and found in the formatted history file on (B)(6) 2021 at 12:56:00.000; (B)(6) 2021 at 21:28:00.000, (B)(6) 2021; at 17:35:00.000, (B)(6) 2021; at 07:53:19.000 and (B)(6) 2021 at 12:18:00.000, replace battery alert on (B)(6) 2021 at 22:27:00.000; (B)(6) 2021 at 03:06:00.000; (B)(6) 2021 at 21:49:00.000 and (B)(6) 2021 at 21:59:00.000, replace battery now alarm on (B)(6) 2021 at 03:37:00.000; (B)(6) 2021 at 03:47:00.000, (B)(6) 2021 at 22:20:00.000, (B)(6) 2021, at 22:30:00.000, (B)(6) 2021 at 22:58:01.000 and power loss alarm on 06/28/2021 at 08:23:39.000, 06/28/2021 at 22:33:09.000, 06/28/2021 at 22:33:20.000, 06/28/2021 at 22:50:24.000 and 06/28/2021 at 22:50:35.000. In conclusion, the insulin pump was unable to power up due to corroded battery tube spring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery change now alarm. Customer stated this happened in the last couple days almost every night or couple times during the day. Customer stated they had tried multiple new packs to exclude problems with depleted batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.